Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres (atm) for 30 seconds. However, during second inflation at 12 atm for 10 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was good.